Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441688m number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. No biosense webster, inc. (Bwi) product malfunctions nor immediate patient consequences were reported from the procedure. About an hour since the procedure was completed, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial space. One day after the drainage was carried out, the patient was reported to be in stable and improved condition. Prolonged hospitalization was not required. The physician is unsure regarding the causality of the adverse event and commented that there were no bwi product malfunctions during the case.